Event description:
Device 1 of 2. Reference report #: 1627487-2013-23307. It was reported the pt developed a seroma at the lead incision site. However, infection is ot present. The physician advised the pt to wear her compression garment for a week. Follow-up info indicated the seroma has not resolved and the pt is continuing to follow-up with her physician as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.